Event description:
On january 26, 2010, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultra meter was displaying a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue began on (B) (6) 2010 at 6:00 pm. The cca noted that the pt manages her diabetes with insulin (no adjustments). It is not known if the pt made any changes to her diabetes management as a result of the alleged issue. Approximately 4.5 hours prior to when the alleged issue started, the pt reported feeling dizzy. On (B) (6) 2010 at 6:00 am, the pt claimed she took a pill (type unk) to lower her glucose. The pt claimed that at 9:25am the same morning her blood glucose was "570 mg/dl" when tested with an ER/hospital meter. The pt reported that she was treated with IV fluids and insulin (type and dose unk) during the ER/hospital visit. At the time of troubleshooting, the csr noted that the subject meter's battery had been replaced as recommended in the owner's booklet. The alleged issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly was treated for hyperglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and info FDA of product(s) that do not pass inspection in a supplemental report.